Event description:
Zimmer dermatome blade left racing stripe and did not completely harvest the skin. The patients involved had to have cases stopped and allograft used as skin harvest could not safely occur. This requires additional or time for completion of grafting.